Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted the instrument was fully fired. The handle was actuated and cycled properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter: occurred during a laparoscopic intraperitoneal onlay mesh procedure (ipom). The device was being used to fix mesh in the abdominal cavity. The tacks fired initially but did not fix to the tissue though counter pressure was given. After four to five firings, stopped firing. No device component disengaged into the cavity of the patient. The surgical time was extended by thirty minutes or more due to the product problem but no adverse event occurred due to the extension. In order to resolve the issue and complete the case, replaced with a new tacking new. There was no patient harm. The patient status is alive, no injury.